Manufacturer narrative:
Updated fields: b4,d8, d9,g2, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected filed : h6 ( medical device ¿ problem code). A getinge field service engineer (fse) states, checked the device and observed the mentioned issue. Connected the system trainer and observed that device was not showing ECG waveform. Opened the cabinet and reset the connections of ECG cable assembly and front end pcb but still problem persists. Replaced front end pcb (0670-00-0668). Device passed the all performance and safety checks according to factory specifications. Device was returned to customer and cleared for clinical use.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check cs100 intra-aortic balloon pump (iabp) not showing signal on screen. There was no patient involvement.